Manufacturer narrative:
Date of event: on an unreported date in (B)(6) 2018, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route, frequency, duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the treatment. No additional information is available as the reporter declined to provide additional information.